Event description:
It was reported that during a surgical procedure to implant the lead component of the implantable neurostimulator (ins), the physician had difficulty maintaining the lead position after removing the stylet and cannula despite using the securing base apparatus. Both lead positions were then corrected and the physician placed a "lid" on both with no further movement reported. In addition, the physician noticed when using the lead cap accessory that the screw appeared tighten before the audible clicking from the torque wrench was heard. Also, he noticed that the metal ring twisted in the connector block and that the lead cap seemed less secure than ones he had used in the past. The lead cap components were returned for analysis. The physician placed lids on the leads and no further lead movement was observed. It was noted that these additional manipulations did extend the surgery time of the patient. There were no reported patient injuries.

Manufacturer narrative:
Product ID neu_wrench_acc, product type accessory; product ID neu_leadcap_acc, implanted: (B)(6) 2012, product type accessory; product ID neu_leadcap_acc, implanted: (B)(6) 2012, product type accessory; product ID m924256a003, lot# 082239611a, implanted: (B)(6) 2012, product type accessory; product ID m924256a003, lot# 082233511a, implanted: (B)(6) 2012, product type accessory; product ID 3387-40, lot# va00ecg, implanted: (B)(6) 2012, product type lead; product ID 3387-40, lot# va00ecg, product type lead. (B)(4).